Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2010-03163. The patient (B)(6) received his scs system, including an ipg, on (B)(6) 2009. It was reported the patient developed a tremor in her right hand. The physician surgically repositioned the lead on (B)(6) 2010 in an attempt to correct the tremor. Unfortunately, the tremor persisted. In (B)(6) 2010, the patient began experiencing intense overstimulation during charging sessions. The scs system was explanted. The explanted ipg was returned to the manufacturer for analysis. No additional information is available.

Manufacturer narrative:
Evaluation method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-evaluation of our MDR review process. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.